Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Product evaluation did not confirm the failure and we are unable to determine the root cause. No corrective action required.

Event description:
The user facility in france reported that aspiration was lost during the procedure. The patient was moved to a different operation room where another system was used to complete the surgery. The procedure was extended by 55 minutes. Currently, there is no impact on the patient.

Manufacturer narrative:
The system was evaluated by a service engineer and the issue was not duplicated during the test. No error message was observed in the logfile that was related to the reported issue. The external air reduction valve and the air tube from reduction valve to wall plug were preventively replaced. Since then, surgeries have been completed without issues. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The investigation is ongoing.